Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the pacemaker exhibited backup vvi operation. The device was approaching elective replacement indicator. The physician elected to replace the device. The patient was bradycardic before the procedure. The pacemaker was explanted and replaced. The procedure was successful with no complications. The patient would continue to be followed.